Event description:
A mix up with one pt sample occurred one time on a streamlab analytical workstation at a hosp. The stream lab incorrectly processed a pt sample. As a result, pt 1 results were generated from pt 2 specimen. A known renal pt was initially tested in 2005 and, based on the miss-sampled results, released. The next day pt was redrawn and tested, and the original specimen was retested. Pt was diagnosed as being in renal failure. Pt was treated and hosp advises pt is recovering. Examination of data files from the instrument confirmed that this is an isolated event, and there was no impact on other samples being processed. Pt 2 was sampled and reported properly.